Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: lumbar disc herniation it was reported that during surgery, the driver broke while using set screw to lock. No fragment remained in the patient. Another device was used and the procedure was completed. No patient complications were reported as a result of the event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.